Event description:
Alleged, the bed exit alarm is not being received at the nurses station but does alarm locally. The bed will send a nurse call from the siderails.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.